Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that this is not a software issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for outside of a procedure. There was no patient involvement. The patient tracker did not work. Another patient tracker was used. No further information was provided. No complications were rep orted/anticipated.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.